Manufacturer narrative:
One device was returned for repair. No service history was found in review period. Visual evaluation found corrosion near battery contact springs. Complaint of cassette error was confirmed. The device failed non-disposable attachment test. The downstream occlusion (dso) sensor was nonreactive. Replaced battery compartment, dso sensor, bezel and seal. Also replaced lock/latch assembly and optic switch for preventive maintenance. Device passed all testing after repairs.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had damaged battery contacts and was giving a cassette error. There was no patient involvement, and no adverse event/patient harm reported. Per reporter, this event occurred during testing.